Event description:
It was reported that liquid comes out of the 2 bd syringe 0.5ml 31g 6mm s/c u-100 relion when plunger is moved. The following information was provided by the initial reporter: consumer reported finding in all packets 3-6 syringes liquid comes out of needle when plunger is moved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2087334, medical device expiration date: 30-apr-2027, device manufacture date: 28-mar-2022, medical device lot #: unknown , medical device expiration date: unknown, device manufacture date: unknown.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2087334. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that liquid comes out of the 2 bd syringe 0.5ml 31g 6mm s/c u-100 relion when plunger is moved. The following information was provided by the initial reporter: consumer reported finding in all packets 3-6 syringes liquid comes out of needle when plunger is moved.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. H6: investigation summary; customer returned (2) 0.5ml insulin syringes in an open polybag from lot# 2087334. The customer reported liquid coming out of the needle when the plunger is moved. The samples were examined, then tested for plunger rod movement. No liquid dispensed from either cannula as the plunger rods were exercised or fully depressed. The alleged issue could not be confirmed based on the samples returned for investigation. A review of the device history record was completed for batch# 2087334. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that liquid comes out of the 2 bd syringe 0.5ml 31g 6mm s/c u-100 relion when plunger is moved. The following information was provided by the initial reporter: consumer reported finding in all packets 3-6 syringes liquid comes out of needle when plunger is moved.